Event description:
This ra lead was implanted on (B)(6) 2017 and remains implanted as of this time. A call was placed on (B)(6) 2018 stating that the atrial intrinsic amplitude out of range. There was an inquiry regarding an auto threshold and alerts for failed threshold tests. The following physician was dr. (B)(6) at medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).